Event description:
After drilling the femoral tunnel with a passing pin, the surgeon overdrilled with the 4.5mm cannulated endoscopic drill bit. The bone quality was normal. When the drill approached the cortex, the 4.5mm drill bit broke off at approx 3 cm from the distal tip. The broken piece was visible arthroscopically in the femoral tunnel. First the surgeon tried to remove from within the joint. He was unsuccessful, so he drilled from the outside of the femoral cortex into the joint over the passing pin. This dislodged the broken off piece, which was then retrieved.

Manufacturer narrative:
(B)(4).